Event description:
Ide revision surgery (g870035 #0201-256/lt) pt had a past history of sustaining a fall, landing on her bilateral knees with knee pain. On presentation, reported pain had been present since last january and had been unable to ambulate over the past month. She required a wheelchair for ambulation. She is status post a right total knee arthroplasty during 1989, a left total knee arthroplasty during 1990, and a left patella realignment after the sustained fall in 1996. Pt was taken to surgery for revision of the right total knee prosthesis. Quadricep tendon was found to be either avulsed or ruptured from the patella. Upon opening knee, she was noted to have some fragments of poly, which were debrided. Minimal erosion around the anterior aspect of the tibial baseplate. Synovium of the knee was discolored. A synovectomy was performed and flakes of polyethylene, as well as some debris was found within the synovium. Polyethelyne had detaminated off the patella.